Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were unable to prime. This occurred on 75 occasions before use. The following information was provided by the initial reporter: material no: 320122 batch no: 8338558 it was reported that the consumer stated nothing comes out of the pen needle during the priming. He always use the new pen needle for his injection. Verbatim: consumer reported nothing comes out of the pen needle during the priming. He always use the new pen needle for his injection. He visually tests the needle to see if its straight. Advised consumer not to tighten the pen needle. Consumer confirmed he does not tighten the pen needle during attaching.

Manufacturer narrative:
H.6. Investigation: customer returned eight (8) used 32g x 4mm bd pen needles from lot 8338558. Consumer reported nothing comes out of the pen needle during the priming. All eight returned samples were examined, and it was observed that seven had bent non-patient end (npe) cannulas, and one had a broken npe cannula. The bent or broken npe cannulas would be the cause for no flow through the pen needles, thus, the customer would think the pen needles were clogged, as reported. As all eight samples were returned after use, and no evidence of manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula, broken cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needles were unable to prime. This occurred on 75 occasions before use. The following information was provided by the initial reporter: material no: 320122, batch no: 8338558. It was reported that the consumer stated nothing comes out of the pen needle during the priming. He always use the new pen needle for his injection. Verbatim: consumer reported nothing comes out of the pen needle during the priming. He always use the new pen needle for his injection. He visually tests the needle to see if its straight. Advised consumer not to tighten the pen needle. Consumer confirmed he does not tighten the pen needle during attaching.